Event description:
A (B) (6) female pt contacted zoll lifecor customer support to report that one of her battery packs was not charging properly. She reported that when she put the battery on the charger, the battery fault led would flash red. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack faults was dead battery cells. The cause of the dead cells was failure to recharge the battery pack per the instructions for use. Battery (B) (4) was left in the monitor for more than 48 hours without recharging, completely discharging the cells. Multiple runtime expired messages were provided to the pt. No adverse event resulted from the damaged battery pack. The pt was provided with a replacement battery pack.